Manufacturer narrative:
Report late due to asr to individual reporting transition per FDA letterdated june 28, 2019.

Event description:
The clinician reports, that the implant was inserted (B)(6) 2016 in fdi 13 of the patient's mouth. On (B)(6) 2019, fracture of the implant was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer for investigation. The patient experienced the following at the time of event: pain, mobility and swelling. No further patient complications were reported.